Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during follow-up, the screen on the subject programmer was flickering and it turned black.

Event description:
Reportedly, during follow-up, the screen on the subject programmer was flickering and it turned black.